Event description:
It was reported that the customer had an unspecified cartridge issue. Reportedly, customer reloaded the cartridge to address the issue. Although requested, no additional information was provided by the customer. The customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Customer delivered a correction bolus via the pump to address bg.